Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Adding UDI # (B)(4). Adding explanted date (B)(6) 2023. This is follow up report for this additional information. Device received for this event is being corrected from unknown atis implant catalog # unknown atis implant to osseospeed ev 5.4 s - 9 mm catalog # 25253. Correcting lot # from unk to 407265. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580; medical device problem code - 3190. The correct codes for this complaint are: health effect - clinical code - 1930 and 1932; medical device problem code - 2408. This is a follow up report for this corrected information.